Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was scheduled for a routine device replacement and right ventricular lead replacement. Patient¿s chart had noted high right ventricular lead impedance and high bi-polar threshold. The patient was not dependent and had no complications from the lead. The lead was capped and replaced on (B)(6) 2019 with no issues. Patient was discharged.